Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it confirmed the foreign objects in the connecting tube. However, the foreign material remaining in the device could not be identified. It is likely the foreign material may have been unremoved because the device was not reprocessed properly due to a leaks at the scope cover and the biopsy channel. No physical damage was confirmed at the place with the foreign material remained. The suggested event is detectable and preventable by handling device in accordance with the following IFU. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.